Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen (baclofen) 2000 mcg/ml for a total dose of 2205 mcg/day via an implantable pump for head/brain injury and intractable spasticity. It was reported the hcp found less in the reservoir than expected. The hcp found 0.5ml in the pump reservoir on (B)(6) 2019 during refill versus the expected of 9.1ml. It was reported the patient had been acting "not themselves", agitated, and had a fever. Labs were ran, a urine analysis was done, and a chest x-ray was performed and they could find no symptoms of infection. It was noted that the patient's spasticity was mildly increased. Later in the day, the patient became very sleepy and difficult to catheterize (has a history due to prostate issues). Hcp felt last refill went as planned and did not think that there were any issues that could have led to the volume discrepancy. It was noted that the patient's lethargy seemed to continue as well as difficulty catheterizing so the patient was transferred to the hospital. The patient's daily dose of intrathecal baclofen (itb) was reduced from 2205 to 1375mcg/day in the event that the baclofen and unexplained reservoir volumes were contributing to this. It was noted that the issue was not resolved at time of report. It was noted that no surgical intervention occurred or was planned. The patient's weight and medical history were asked, but unknown and will not be made available. The patient's status was alive- no injury. The event date was (B)(6) 2019. Additional information received indicated on (B)(6) 2019 the hcp communicated that the patient was discharged from acute hospital and returned to their care. They reported that the patient was catheterized at the hospital and was "doing much better" and was medically stable. The patient's pump dose remained at 1375mcg/day at this time. The hcp was going to evaluate and recommend if changes would be necessary. No further complications were reported/anticipated.